Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings:black box shows dates from (B)(4) 2016. Black box data from date of complaint has been overwritten. Current bb shows no evidence of a "no power" event. Alarm history does show multiple 128 replace battery alarms on complaint date. Pump was returned with battery cap stuck/ difficult to remove. Battery cap "coin slot" worn making removal of cap difficult. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to tighten. Battery compartment crack observed below grip pad. Evidence of moisture contamination inside battery compartment and on underside of battery cap pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.